Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023 h6: investigation summary customer returned a 1ml, 30 gauge, 12.7mm syringe from lot 2017358. An additional 1ml syringe was returned, but featured a 6mm needle and was reported as being found in the same box of the 12.7mm syringes. The returned 12.7mm syringe was inspected. The needle point is curved backwards, though this damage may be the result of accidentally high stresses applied to the needle tip prior to or during use. Debris present is also believed to be from use. Flour was applied to the needle cannula and sufficient lubricant was found on the needle. Some warping was found at the base of the needle though this may have happened in tandem with the damage to the needle tip. No other damage to the syringe was observed. A review of the device history record was completed for batch# 2017358. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta found damage to the tip of the syringe needle that may have occurred during use. The potential root cause of the damage to the needle tip may be stresses accidentally applied during use.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced a mix of product types. The following information was provided by the initial reporter: customer stated that some of the needles appear to be a different length and will not fit into the vial.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced a mix of product types. The following information was provided by the initial reporter: customer stated that some of the needles appear to be a different length and will not fit into the vial.